Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the hcp tried to introduce the catheter, then removed the catheter and tried a second time. When he removed the catheter, he saw it rip. The event date was noted as (B)(6) 2017. There were no external factors identified, and no troubleshooting was performed. The patient did not experience any symptoms, and the patient status was alive - no injury. The issue was resolved. The catheter was never implanted, and would be returned. No complications were reported or anticipated.

Manufacturer narrative:
Analysis identified damage to the catheter body and/or guidewire during the implant procedure. Eval code-conclusion updated to 77. If information is provided in the future, a supplemental report will be issued.